Manufacturer narrative:
Manufacturer's investigation conclusion: the report of depleted batteries can be confirmed based on the evaluation of the retrieved log file. It was reported that the prior to sleep, the patient was seen sitting on the side of the bed by their spouse. When the spouse awoke on (B)(6) 2019, they found that the patient was cold, and their batteries were dead. No alarms were reportedly heard. The patient¿s system controller, which was in use at the time of their expiration, was returned for evaluation. Log files were retrieved from this system controller. The submitted system controller event log file contained approximately 5 days of data, spanning from (B)(6) 2019 05:30:05 to (B)(6) 2019 07:43:39, per the timestamp. The device appeared to operate as expected with routine power changes until (B)(6) 2019 03:44:20, when the low power advisory became active due to their battery voltage level dropping below the low voltage threshold. Their battery voltage level continued to drop and approximately 2 hours later, low power hazard alarms were active. Approximately 10 minutes later, both batteries depleted, and no external power alarms were flagged. The system operated on the controller backup battery until it was depleted at 07:43:34 and the pump stopped. The pump remained off for the remainder of the log file. Similar event. Per the vad coordinator, the only complaint the family had after the event was that they felt that the alarms were never loud enough for the patient or the spouse to hear. The pump was not explanted and is not available for investigation. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The heartmate 3 instructions for use and the heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2019. Wife found him cold and no alarms were coming from his controller. His controller was attached to batteries. Per daughter and wife that the patient didn't seem like himself the day leading up to his death but nothing overt they could recall. His wife went to bed at 0000 and the patient was seen sitting on the side of the bed using the urinal at this time. They said goodnight and went to sleep. When the wife woke up around noon the next day, she realized that her husband was cold in the bed and his batteries were dead. She had not heard any alarms. She also mentioned that he appeared slumped in the bed at an angle. It is unknown if the death was device related. The only complaint from the family after this event was that they felt like his alarms were never loud enough for him to hear. They felt that the tones were muffled.